Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the pt's right eye (od) in 2008. The reporter stated a cataract had developed in the pt's eye. The surgeon stated the icl vault was not low and the pt's natural lens was clear prior to surgery. The surgeon stated he did not feel the event was due to mismeasurement or mislabel of the product as the pt was initially happy with the implant. At the post-op visit in 2009, the bcva was 20/60. The surgeon stated the cataract was affecting the pt's vision and the icl was explanted twenty five days later. The cataract was removed and an iol was implanted.

Manufacturer narrative:
Procedure, secondary surgery. Eval results - a lens work order search was performed and one similar complaint was found within the same work order. Conclusions - (no conclusion can be drawn): based on the complaint history and the work order search, a specific root cause of the event could not be determined.